Event description:
Pump experienced a battery charging issue, causing it to shut down and become unable to turn back on. Battery charging resulted in shutdown, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support informed the customer about resetting insulin and bolus settings and advised them to restart cgm sessions whenever the pump is reset. The customer was advised to monitor the situation and call back if the issue persisted, which they acknowledged and understood.